Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles and that the device caused sinus/throat irritation. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue with a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles and sinus / throat irritation. There was no report of serious or permanent patient harm or injury. The manufacturer has received the new information alleging severe sinus infections, doctor located puss in the back of her throat and medical intervention was not specified. Section b1, b2, g3, h1, h6 has been updated / corrected.